Manufacturer narrative:
The insulin pump was received with an intermittent act button response due to a flattened button dome switch. The unit had a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a keypad anomaly. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 150 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.